Event description:
Caller received high reading each time tested and kept taking insulin after each reading. Period between tests was not captured. Caller became unconscious and an ambulance was called. Paramedic had reading of 30mg/dl. Unidentified injection was provided as treatments. Type of device used by paramedics for reading was unknown.